Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records have been reviewed and no nonconformance or anomalies were found. These devices are used in the treatment of the patient. Follow up notes, dated 5/21/2014, noted the patient was doing okay but had a little pain. X-rays were noted to show the shell to be 25 degrees antiverted and 53 degrees adducted. Everything was noted to be well-fixed. With the provided information the most likely cause of the dislocation is from the shell placement.

Event description:
It is reported the patient was revised due to acetabular wear and continuous dislocations. The patient underwent a closed reduction on (B)(6) 2014; however, the patient continued to dislocate and was then revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.